Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that on 25 may 2024, the patient experienced issue with two infusion sets were fell off during use. The area of insertion was cleaned and air-dried. The infusion set was used for two-three hours. The blood glucose level was 110 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.